Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an ablation procedure this device inhibited pacing for around nine seconds. The device was programmed to voo mode 6.5 volts at 0.5 ms which resolved the inhibition. Post ablation measurements were within normal limits. No adverse patient effects were reported.